Manufacturer narrative:
Date of event: estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed due to a single leaflet device attachment it was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4. One mitraclip (cds0701-xtw, 11208r134) had been implanted, reducing the mr from grade 4 to 1. There was no device issue noted at this time and the procedure was deemed successful. At the 30 day follow up visit, the physician became aware that a single leaflet device attachment (slda) had occurred and that the patient had experienced symptoms relating to this. On (B)(6) 2022 two additional mitraclips were implanted to stabilize the slda. Pre-procedure mr was 4, reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.